Event description:
On (B)(6) 2026, the user reported an unsuccessful sensor removal during a routine sensor exchange. The removal attempt was performed by the healthcare provider, who made two incisions but was unable to locate or remove the implanted sensor. The user reported feeling well following the procedure and did not experience any ongoing issues related to the unsuccessful removal. The next removal attempt will be made at a future date and as of yet, it has not been scheduled.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.